Event description:
A power source alert 07 was reported by the caller. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.